Event description:
Hamilton medical ag received the following event description: "attended the breakdown call. During inspection, it was found that the machine had an oxygen supply failure, and a high oxygen alarm was displayed. The new o2 mixer assembly was cross-checked, and the issue was resolved. The mixer assembly was replaced with a new, after which the machine was found to be working properly. The machine was handed over to the customer in good working condition." - no patient involvement - no intervention necessary.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: hamilton medical ag was informed that the partner in india replaced the o2 mixer assembly to resolve the issue. All function checks were passed and the device functioned again as intended. This case is considered as closed.